Event description:
The facility returned the device for service with a report of "inaccurate readings." The event was reported to have occurred during biomed testing. No patient injury or medical intervention. No add'l contact info is available.